Event description:
It was reported a patient with a leadless pacemaker complained of discomfort at the end of exercising due to a pacing rate change. Programming changes were completed to address the issue. The patient was stable.